Event description:
It was reported that after 3.5 hours of treatment the arterial line "spontaneously came off the a-extension of the catheter". The pt experienced an air embolism and was transferred to the ICU.